Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for two days. The customer's blood glucose at the time of admission was 400 mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer stated that, before the hospitalization, he felt sick and began vomiting. The customer stated that, at the hospital, they realized that the insulin was not being delivered to the customer. The customer stated that the insulin was trapped on a callus located on the abdomen tissue. Nothing further reported.